Event description:
It was reported the subject device exhibited unsharp, impaired vision. The issue was found during set up, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: no image; broken r-unit (charged coupled device); cut on the protector of the video cable section; and damaged fiber bonding in the outer tube area (distal end). Based on the results of the investigation, and since the reported malfunction was not confirmed, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the there was no image due to the broken r-unit (charged coupled device). However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.